Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was initially reported on (B)(6), 2010, that the cusa nxt console was working fine, used for awhile, and then when they went back to it, there was a system error. The product was restarted several times and the problem was still happening. A different machine (cusa excel) was used. Additional information was received on (B)(6), 2010 with the following information. The cusa nxt console was being used on a (B)(6) male patient for a craniotomy for a tumor resection. The error was discovered during surgery when the surgeon went to use it and it no longer worked. It caused about a 30 minute delay while they tried to troubleshoot. No harm or injury occurred to the patient.